Event description:
A 1.5mm x 12mm sprinter rx dilatation balloon catheter was used to pre-dilate a mid lad lesion. The lesion morphology was excessive tortuosity with severe calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported upon inflation of the balloon the balloon burst at 20 atm due to the severe calcification. The balloon was successfully removed from the pt as one unit. The device has been discarded. No clinical sequelae were reported and the pt is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.